Event description:
Patient was presented to clinic in (B)(6) for routine follow up with very high lactate dehydrogenase (ldh) and was admitted to outside hospital in shreveport where he had persistently high ldh despite two rounds of tissue plasminogen activator he was discharged five weeks later.

Manufacturer narrative:
Section d4 & h4: additional information manufacturer's investigation conclusion: a specific cause for the report of liver lesions and elevated ldh could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, could not be conclusively established. The submitted log file contains data from (B)(6) 2019 through (B)(6) 2019. The pump appeared to function as intended with no atypical alarms throughout the duration of the log file. It was reported that the patient was admitted during the week of (B)(6) 2019 with elevated ldh in the 700 range. The account stated that there were no elevated watts noted in the history. The left ventricular end diastolic diameter (lvedd) was 7.62 on the echo and the inr was therapeutic. Upon a CT scan, the liver was noted with lesions that were favored to represent infarcts. The account communicated that the patient continued to have high ldh despite two rounds of tissue plasminogen activator (tpa) and ultimately discharged from the hospital 5 weeks later. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remained ongoing on heartmate ii lvas, until 17jul2019, when the pump was exchanged. The patient remains ongoing on vad support. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 6 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted this week from the clinic with elevated ldh in the 700 range. No elevated watts(power) noted in history. Lvedd 7.62 on echo. Inr therapeutic. Upon CT scan liver noted with lesions that were favored to represent infarcts. Review of the log file by technical services showed power and flows trending upwards with pi trending downwards. Noted a couple of low battery hazards while the patient was switching power sources. There were no other unusual events seen within the log file. Mcs equipment was operating as intended.